Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was not working. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The device was returned on (B)(4) 2011, and found to have missing segments. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011. Update 31-mar-2011: additional information received 30-mar-2011 via the global product complaint database. Added device specific safety summary and updated EU/ca fields

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of the patient that a humapen memoir device was not working correctly. The actual complaint device (batch 1003c02, manufactured march 2010) was returned for investigation. A detailed investigation determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action item has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness. The targeted implementation is q1 2012. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir was not working. The humapen memoir is associated with product complaint (B)(4) / lot 1003c02. The device was returned on (B)(6) 2011, and found to have missing segments. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011.